Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k)# is k082590.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on 03/30/2011 with the following findings: the test strips have failed testing. The test strips were tested with control solution and found to be reading high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter displays inaccurate high and inaccurate control high readings. These issues were not resolved with troubleshooting.